Event description:
It was reported that the core micro drill ran without user activation during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
During the service evaluation, the report of the device running without user activation was confirmed. The device also displayed a bias current error when connected to the console. Upon disassembly for visual examination, it was discovered that the contact pins showed signs of a thermal event.